Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose level was 70 mg/dl while the customer's sensor glucose level was 381 mg/dl. Standard troubleshooting was performed. It was determined that the sensor was dislodged, bent, retracted, damaged, or not working. The product is being returned. Nothing further was reported.